Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed during the visual inspection nor functional testing. The controller passed visual inspection and functional testing. The sound level for a "no power" alarm met specifications. However, it was observed during visual inspection that a label was likely placed over the gore-tex membrane during use. The gore-tex membrane, which allows air to penetrate the controller but not fluid ingress, enables equalization of pressure and ensures proper loudness of all alarms. An obstruction may potentially affect the speaker from moving sufficiently to produce the required loudness. The controller passed functional testing, however, the most likely root cause of the reported event can be attributed to an obstruction of the gore-tex membrane. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient seen in clinic on (B)(6) 2016 and reported that he no longer was able to hear any audible alarms on his primary controller. The controller was inspected and audible alarms upon interrogation were "barely audible". No damage reported to controller. An elective controller exchange was performed. Patient tolerated the exchange well.